Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was suspected for dislodgement. There were no evidences of fractured or compromised between device to lead system integrity. As of this time, this lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was suspected for dislodgement. There were no evidences of fractured or compromised between device to lead system integrity. As of this time, this lead remains in service. No adverse patient effects were reported. Subsequently, this device was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information indicated that this lv lead was explanted and replaced. No additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was suspected for dislodgement. There were no evidences of fractured or compromised between device to lead system integrity. As of this time, this lead remains in service. No adverse patient effects were reported. Subsequently, this device was surgically abandoned and replaced. No additional adverse patient effects were reported.